Manufacturer narrative:
Safety alert notice c/r 3022472-507-2013-0001-c issued to all customers on 05/10/2013 to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. Records show that the device has been in use at the facility for approximately eight years.

Event description:
During cleaning, it was discovered that the glidescope gvl blade was cracked all the way through. There was no report of pt involvement. The device is being returned for evaluation.